Manufacturer narrative:
The catheter was returned for evaluation. Onyx was found within the catheter hub and through the entire lumen. The entire surface of the catheter was examined under 20x magnification and a sidewall rupture with minimal diameter expansion was found at approximately 14.5cm from the distal end. No kinks or other damages were found within the catheter body. The distal end of the catheter tip was examined, a white substance (possibly contrast or glue) and onyx was observed occluding the distal lumen. The catheter appeared to have ruptured due to over-pressurization as a result of an occlusion (i.e. Solidified onyx / kink) within the catheter, resulting in pressures exceeding the limits of the catheter. The lot history record review of the reported lot number has been reviewed and no quality issues were noted. All devices are 100% inspected for damages and irregularities during manufacture. Note: as per the ultraflow IFU: infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. (B)(4). Information received from the same report as MFR: 2029214-2015-00883.

Event description:
The following report was received by medtronic (covidien): it was reported that after 0.5 ml of onyx was injected for treatment of an arteriovenous malformation (avm) of the left posterior cerebral artery (pca), onyx was seen leaking from microcatheter at around 10 mm from the tip of the ultraflow. It was noted that the catheter was kinked, due to a tortuous and difficult anatomy. The injection was continuous. There was a very small amount of onyx reflux, about 2 mm from the tip. The injection rate was reported as 1 ml. There was no friction or difficulty during injection. There were concerns with the position of the ultraflow and it was removed from the nidus of the avm. The patient woke up after the procedure with a hemianopsia, condition causing a loss of perception in half of the visual field, half-blindness (also hemianopia). No medical intervention was required.